Event description:
It was reported that bd alaris smartsite pump infusion set was separated the following information was received by the initial reporter with the following verbatim it was reported by a customer that the tubing fell apart at the lower y site when handling during the line priming.

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Manufacturer narrative:
Investigation summary: one set model 2420-0007, lot 25105545 was returned for investigation. The set was examined for defects and abnormalities. The tubing was separated from the inlet port of the most distal y-site. No other defects or abnormalities were observed. Visual inspection of the tubing showed a lack of solvent application.

Event description:
No additional information.